Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim light on the controller and not being able to hear alarms was unable to be confirmed. The submitted log file did not indicate an issue with the system controller. The system controller (serial unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. System controller serial number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use with heartmate touch (rev. A) and heartmate ii lvas patient handbook featuring the mobile power unit (rev. A) are currently available. Section 2 of the instructions for use explains how to replace the running system controller with a backup controller. Section 5 of the patient handbook and section 7 of the IFU provide information on how to handle system controller alarms. Heartmate ii instructions for use (rev. B) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate ii patient handbook (rev. C) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad. The patient handbook instructs the user to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was thought the duration of the low flows may have been too short to trigger the actual alarms as the patient had not heard them. No low flows were noted during recent hospitalizations.

Event description:
The system controller was exchanged on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. They exchanged the system controller due to extremely dim light on the system controller. Also, the patient has not been hearing the low flow alarms, notably on (B)(6) 2026 while in the car with her son driving to her clinic appointment and also multiple low flow alarms on (B)(6) 2026. It appeared that the log files captured intermittent low flow between on (B)(6) 2025 and (B)(6) 2026.